Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be an atrial driven rhythm with rapid ventricular response. Technical services (ts) was consulted and the reports were reviewed with the physician. No additional adverse patient effects were reported. This device remains in service.